Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.

Event description:
The customer reports the system stopped fluoroing. It worked after a re-boot. No pt injury was reported.